Manufacturer narrative:
The product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record review was performed for the finished device 00001894 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. It was reported that the vizigo¿ sheath valve was leaking after the dilator was put into the sheath. The sheath was replaced, and the issue was resolved. The procedure continued. No adverse patient consequence was reported.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 27-apr-2022, it was noted that additional information was received which was not included on the 3500a initial report. It was reported that the valve at the operator end came loose and was leaking. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did become detached from the sheath. The device was already packaged and therefore, unavailable for photo. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was less than 5ccs. No medical intervention was required to stop the bleeding. Based on this information, the h 6. Medical device problem code has been updated.